Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant due to regurgitation. There were no adverse pt effects reported. The surgeon commented that he did not feel the regurgitation was related to the device and replaced the 21 mm with a 19 mm valve.

Manufacturer narrative:
(B)(4): device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to user error. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. A perforation through the left cusp adjacent to the left right coaptive ridge and inferior coaptive area appeared to have occurred during retrieval. A large puncture through the tunica of the left cusp adjacent to the non-coronary left inferior coaptive area appeared to be due to a sharp object such as a forceps. A slight tear was noted in the left cusp at the left right commissure. A small puncture in the right cusp along the inflow margin of attachment also appeared to be due to a sharp object, such as forceps. A slight tear was noted in the left right commissure. Note: due to the receipt condition of the valve, additional testing could not be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Due to the analysis findings, user error and pt/prosthesis mismatch likely was the cause of the clinic observation.